Manufacturer narrative:
Date of event is estimated. E1: reporter phone number: (B)(6). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient was not receiving effective therapy due to high impedances. Surgical intervention was undertaken wherein the lead was explanted and replaced. Effective therapy was established.

Manufacturer narrative:
Correction: e1 - initial reporter doctor's name and facility.

Manufacturer narrative:
The reported event of high impedance and loss of therapy was not confirmed. As received, the octrode lead was complete and passed all functional testing. Cause of the reported event is unknown.